Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an meniscal repair procedure the surgeon used a total of 3 ar-4500, meniscal cinch, devices. Two of the three devices were found to be missing the second implant. The first implants were all left in the patient. The devices were from facility inventory. The inserter devices with the missing second implants were all discarded in the sharps container and are not available to return for evaluation. The two that had issue were from different lots. The following are the lot numbers that had issue: lot 10411498 and lot 10395707.